Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their device was not working. Patient stated their implant has been at 100% for the past 3 days. During the call patient verified the controller was responsive and controller was at 90% implant at 100% recharging excellent. Patient service walked patient through checking their settings and patient was on group c with intensity at 4. 6. Patient increased their intensity to 5. 4 and they could not feel the stimulation. Patient said they usually kept the intensity between 4. 5 and 4. 7. Patient noted usually when they increase the intensity higher up to 5 they would feel stimulation and it would hurt but now they are not feeling anything at 5.4. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient had an appointment with healthcare provider on wednesday.